Event description:
It was reported that during an implant procedure the helix would not extend. The lead was not used and a different lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. It was noted that there was blood in/on the helix/lobe mechanism including the (sleeve head) and tissue on the helix.